Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer had just changed the pump supplies and had not been reconnected when the alarm occurred. The customer's blood glucose level was 100 mg/dl. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.